Event description:
The manufacturer received information alleging a ventilator is constantly alarming "ventilator inoperable" and displaying a red screen. There was no harm or injury reported. The device was not reported to be in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator is constantly alarming "ventilator inoperable" and displaying a red screen. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at a third-party service center, a ventilator inoperative error was not confirmed. The log was reviewed, and an event evt_machflow_err was documented. This is a debug message giving information about sensors and is not considered to be a critical error. The device's proportional valve and 3 -way solenoid valve was replaced to address periodic maintenance requirements and an evt_circuit_disconnect alarm that was discovered in the event log. Additionally, the tubing-system pca, tubing-blower chassis, tubing-fio2, and tubing flow o2, were replaced to address the evt_circuit_disconnect alarm. The machine flow sensor was replaced to address an evt_obstruction_inspiratory_high error discovered in the event log. The device's blower assembly, blower bellows seal, blower mount, and muffler assembly, were replaced due to contamination and/or discoloration. The outlet side panel was replaced due to damage observed. The particulate filter and air inlet foam filter were replaced due to periodic maintenance. The device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements